Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but some information was unable to be obtained. E1: initial reporter facility name - (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 80% target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the catheter became knotted. The catheter and the unknown wire were removed together. The procedure was completed with another of same device. The patient condition was stable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but some information was unable to be obtained. (B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence of a guidewire entanglement.

Event description:
It was reported that a catheter issue occurred. The 80% target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the catheter became knotted. The catheter and the unknown wire were removed together. The procedure was completed with another of same device. The patient condition was stable.